Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of erosion was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Both of cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump performed within specification. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that patient underwent a surgical procedure of his inflatable penile prosthesis (ipp) due to erosion. All components were explanted.